Event description:
It has been reported to philips that the system angiograph failed. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the system was outside clinical use at the time of the event. It was reported that the system angiograph was failed. Upon troubleshooting, the philips remote service engineer (rse) analyzed the system remotely and confirmed that the image detector replacement was needed and the philips has quoted the customer for the replacement. Later, in another case the philips engineer replaced the detector. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.